Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review; however not confirmed during functional testing. The autopulse platform performed as intended during the testing. During visual inspection, cracked top cover was observed. The cause for the physical damage appeared to be characteristic of a harsh impact, likely due to mishandling. This observation is not related to the reported event. The autopulse platform was manufactured in 2016. During initial functional testing, no issues were observed. The archive data was reviewed and contained multiple user advisory (ua) 12 (lifeband not detected) error messages. As a precautionary measure for ua 12 error message, the reset switch cable was replaced. After replacing the top cover, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use.

Event description:
During shift check, the autopulse platform displayed user advisory (ua) 12 (lifeband not detected) error message. No patient involvement.